Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be completed. A review of the device history record and device service history was performed and revealed no failures or malfunctions that could have caused or contributed to the reported event. The cause of the fluid overfill could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced atrial fibrillation and a fluid overload coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for the events. The event of atrial fibrillation resolved on its own with no treatment provided. While hospitalized, the patient was diagnosed with congestive heart failure. It is unknown if the patient recovered from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.